Event description:
During surgical procedure, tip of aspiration needle broke off after insertion through trocar. Physician able to retrieve needle with grasper. No adverse outcome. Procedure: left ovarian cytology. MFR ref #1216677-2004-00013.